Event description:
It was reported that during a labral repair procedure using the speedlock implant with inserter handle, the anchor would not deploy. The surgeon drilled a new bone hole and used a new anchor to complete the procedure. There were no significant delays or pt complications reported as a result of this event.